Event description:
It was reported that the patients lead poked through the skin on the right side, and underwent an explant procedure. The patient was doing well postoperatively and the explanted lead will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a week earlier from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074926.